Manufacturer narrative:
The reporting facility performed a pattern paper test and sent it to solta product support for review. This test verifies correct laser output and functionality of the system. Review of the provided pattern paper showed proper pattern/coverage. The fraxel system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The user can also utilize the pattern paper to confirm that the system laser is providing correct pattern/coverage. Based on evaluation of the additional information, most likely root cause of the reported event is that swelling, redness, and infections are known potential fraxel procedure complications. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A user facility in australia reported that two days after a facial fraxel treatment the patient experienced swelling, infection, and exudating skin all over the face, especially around the eyes. The patient was prescribed flucloxacillin by the patient¿s telehealth doctor. The patient then went back to the clinic two days post fraxel treatment and underwent led ir (light-emitting diode infrared) treatment, which was continued for another two sessions. The patient spoke with the clinic¿s doctor via telehealth six days post fraxel treatment and was informed by the physician that the skin appeared to be healing and to continue the original course of antibiotics. Antihistamines and cool compresses were recommended. The patient has since healed and there is no permanent damage or scarring. No other treatments were being performed in the same area where the symptoms were experienced, and none had been performed in the 30 days prior to the fraxel treatment. The patient has skin type 2 and had previously had facials, skin needling, laser genesis, and led. The patient used lira products on the skin prior to treatment. The patient used rationale #4 cream, cetaphyl, and spf 50 post procedure. The patient avoided sun exposure during healing and post healing. The fraxel treatment highest energy level for 1550 wavelength was 17j, l4 percent coverage, 4 passes. Additionally, for a scar on the nose the small tip (7mm) was used with highest energy level of 25j, l4 percent coverage, and 8 passes (extremely small passes on scar only). The highest energy level used for 1927 wavelength was 10j, l2 percent coverage, and 4 passes. There was no overlapping of passes. No system errors occurred and nothing out of the ordinary was observed. This was not the initial use of the treatment tip, as it has been used once previously. A burn paper test was not performed prior to using the tip.

Manufacturer narrative:
Upon review by the medical reviewer of provided pictures it was concluded that erythema, inflammation, and edema are visible all over the face. Swelling is prominent around the eyes and eyelids. Skin scaling and oozing are visible on cheeks and forehead. The product was not returned for evaluation. It was reported that this was not the first time the tip was used during a treatment. It is the responsibility of the user to clean the tip before treatment use. The tip should be wiped with 70% alcohol (preps) and inspected for debris and other contamination. According to fraxel user guide, swelling, redness, and infections are possible complication of fraxel treatment. Mild to moderate edema (swelling) typically develops immediately after treatment and diminishes, or resolves within the first several days post-treatment. A small degree of swelling may last longer in some cases. Mild to moderate erythema (redness) typically develops immediately after treatment and diminishes or resolves, within the first several days post-treatment. A small degree of redness may last longer in some cases. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices such fraxel laser systems. If observed, infection should be treated appropriately with topical and/or systemic medications. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this event when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.